Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, there was no suture present when the plunger was removed with the first attempted device. A second device was attempted but when the foot was deployed it didn't feel right. The device was removed and the pre-close technique was aborted. The sheath was upsized to 13f sheath. Hemostasis was achieved with manual arterial compression. No additional information was provided.